Event description:
It was reported that the during lap gastric bypass procedure, the device stopped working. There was an error. Not sure how the case was completed. No patient consequence.

Manufacturer narrative:
Date sent: 01/31/2008information was not provided by the initial contact.